Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 3/26/2025, it was reported by a sales representative via email that the 3.4 cannulated drill bit from an ar-1788j-cp biocomposite internalbrace ligament augmentation repair implant system broke in the patient's talus. This was discovered during a procedure on (B)(6) 2025. Additional information requested on 4/21/2025.

Manufacturer narrative:
Additional information: b5, g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to applying excessive mechanical forces and/or prying/leveraging the device during use.

Event description:
Additional information received on 4/23/2025: the patient underwent a brostrom procedure. The anchor was removed, and all fragments were successfully retrieved. The case was completed using another ar-1788j-cp biocomposite internalbrace ligament augmentation repair implant system. The procedure experienced a 3-minute delay, but no additional anesthesia was administered to the patient.